Event description:
Additional information was received. The patient plays volley ball and isn't interested in replacement at this time of their generator. The patient is at low settings and no sense of urgency from patient's family for their surgery.

Event description:
It was reported that a vns patient was complaining of discomfort from their generator site. Revision surgery will include a prophylactic replacement of their generator since it was implanted in 2007. Whether their surgery is to preclude a serious injury has not been determined at this time.

Event description:
No further information will be released on the patient in regards to hippa guidelines.